Manufacturer narrative:
Zoll medical taiwan evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and analyze stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log did not identify any faults or advisories that would suggest a device failure. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.